Event description:
It was reported that the patient experienced penile discomfort with an spectra penile prosthesis (spp). The patient did not like the fit of the spp and wanted an inflatable implant. A surgical procedure was performed in which the existing spp was removed and a new inflatable penile prosthesis (ipp) was implanted. There were no performance issues with the explanted device and the patient fully recovered following the procedure.